Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable was broken and would no longer work to charge the pump. Replacement cable was sent to the customer. Additionally, it was reported that the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.